Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented through merlin.net transmission, several non-sustained rv oversensing episodes due to myopotential inhibition were observed. Patient will be brought in-clinic for further lead assessment and programming changes.